Event description:
The reporter indicated that a 12.1mm vicmo12.1 implantable collamer lens of -15.5 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. The lens was intraoperatively implanted and removed due to the initial lens tear/break during injection/delivery into the eye. On (B)(6) 2022, the replacement lens was implanted and the problem was resolved. The problem was resolved. Cause reported as unknown.

Manufacturer narrative:
No similar complaints within associated lots were found. (B)(4).